Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at an unknown occurrence, an bd precisionglide¿ needle was found with plastic debris on needles. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: a photo was received in the columbus plant for evaluation. The attached photo shows a plastic "thread" on the hub collar therefore failure mode is verified. This was possibly caused by the hub striking something during assembly. DHR review: all in-process inspections show product to be within specification. No machine issues were noted. Investigation conclusion: one attached photo shows a plastic "thread" on the hub collar, possibly caused by the hub striking something during assembly.